Manufacturer narrative:
This event occurred about two weeks prior to (B)(6) 2018, but exact date is unknown. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) was unable to duplicate the reported complaint. He observed the unit to turn on as expected. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the roller pump to function as intended throughout evaluation. Per data log analysis, the date the issue occurred was not reported. Looking through the entire pump log there were no issues noted.